Manufacturer narrative:
Two (2) actual samples and six (6) companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. In sample one of two, multiple cuts on the patient line tubing were identified approximately eighteen feet and two inches from the cassette. In sample two of two, cuts on the patient line tubing were identified approximately four feet and two inches from the cassette. The reported condition was verified. The cause of the leak was cut patient line tubing. The cause of the cuts were determined to be user error as reported by the caregiver. It was stated that there had been a screw in the floor that the patient line would get stuck on during therapy, thus causing the leaks. Visual and functional testing were performed on six companion samples with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) homechoice cassette leaked from the patient line during peritoneal dialysis therapy. This event occurred during prime while the patient was not connected. The care giver stated they saw holes in the patient line in multiple places and that they did not utilize anything sharp to open the supplies. The care giver stated there had not been any damage to the shipping carton or over pouches. The care giver clarified there had been a screw in their floor that the patient line would get stuck on it when the patient was performing therapy, and that was what had caused the leaks. The patient had noticed the leaking after their first fill or drain. There was no patient injury or medical intervention associated with this event. No additional information is available.